Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was returned for analysis. Device analysis revealed a kink and a damage in the lapjoint area of the sheath. The damage observed in the lapjoint is a little separation as a consequence of the kink (not a hole in the sheath assembly). Impedance testing shows an electrical open at proximal wave form. It was observed that the catheter leaked when it was flushed. During image characterization testing, no image appeared in the ilab system. Imaging core windup was found within the telescope section of the device. Windup were encountered in the double heat shrink area and the non heat shrink area in the telescope area. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 26-jun-2017. It was reported that lost image occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery. Two opticross imaging catheter were selected for use. During the procedure, the first opticross imaging catheter was used to observe the target lesion; however, lost image occurred. Another opticross imaging catheter was then used but after a while when the pullback was started, the image was lost. The procedure was completed using the third opticross imaging catheter. No patient complications were reported. However, returned device analysis of the first opticross imaging catheter revealed a damage in the lapjoint area of the sheath.